Manufacturer narrative:
Sections with additional information as of 16-nov-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes ¿ dizziness. Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/19/2022 and open vial date is 09/28/2021. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter. At the time of the call the customer reported feeling dizzy. Medical attention was not needed at the time; customer stated that he was going to eat.